Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt reported they cannot increase intensity and controller showed 'settings not available'. During the call, pt stated they were using group c; agent verified that the stimulation is on with the green highlight on group c. Agent asked pt to change groups and try increasing intensity. Pt reported they could increase and then showed settings not available again. Pt stated they normally have to charge ins daily but the ins has not been using much battery over the last week. Pt clarified the battery went down only 10% for the last 8 hrs. Pt stated they reset the controller but that did not resolve the issue. Pt commented they saw memory problem after the reset. Pt stated they are now in pain. Pt confirmed stimulation is on by stating that group c is highlighted in green. Agent had pt press the white button on the top of the controller and press stimulation on. Pt reported settings not available. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned that the next appointment with their hcp will be in a month. Patient stated getting settings not available whenever they are changing the group to b. Agent redirected the caller to their managing hcp for further assistance.